Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing wrong patient status. A technical support specialist confirmed with the customer that the issue had been resolved by epic team. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server encountered an issue where nurses created a temporary patient to remove medications. The patient was admitted yesterday for a procedure in vir and moved to the 7medc floor. Nurses were unable to remove medications without making a temporary patient. There were no adverse events or injuries reported based on this event.